Manufacturer narrative:
This report is submitted on 15 apr 2021.

Event description:
Per the audiologist, the patient experienced severe convulsions and was in a coma, resulting in the decision to explant the device. The device was explanted on (B)(6) 2021.